Event description:
The small tip of the k- wire broke off inside of the patient's humerus and was identified on x-ray at end of the procedure. Surgeon made aware and decision was made to leave it there instead of attempting to retrieve.